Event description:
Add'l info rec'd from MFR 6/27/2002: investigations indicated that medtronic minimed was responsible for placing the erroneous bar code on the shelf box. Bar coding activities for these devices are no longer performed by medtronic minimed. However, mfg has been notified of this occurrence. Medtronic minimed believes that this may have been an isolated incident as no other reports of this nature have been received. Medtronic minimed has determined that there were no pt safety issues resulting from this incident. The difference between the model 390 and 392 is the length of the tubing. The soft cannula, which is placed subcutaneously, is 6mm for both devices.

Event description:
One box of the product was found to be labeled with conflicting info. The label on the top of the box indicates it is mmt-392. The label on the end of the box indicates it is mmt-390. Because of the mislabeling, the pt received the wrong product.